Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system during treatment of a soft tissue lesion in the patients right proximal mid distal great saphenous vein (gsv). 31cm of vein was treated. There were no abnormalities reported in relation to anatomy. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. There are no known patient allergies. There are no known co-morbidities. Hypersensitivity along the treated artery/vein (>5cm from access site) was reported between days 2-14 after procedure. Only 1 leg was treated. This was an initial reaction event. The blue introducer was used. Six days post index, the patient developed redness and itching where treated. The redness and itching got worse and patient developed a rash that spread to torso so went to urgent care the next day. Patient was prescribed 125mg solu medrol im injection along with oral prednisone taper (40mg x 3 days, 30mg x 3 days, 20mg x 3 days, 10mg x 3 days) and atarax. Patient had a follow up appointment and was doing better as the reaction had resolved.